Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
Th event involved a plum set that the customer reported unspecified chemotherapy drugs leak from the connector with the ventilation valve closed. No other information was provided.